Manufacturer narrative:
(B)(4). The manufacturer was inadvertently set to lifescan (B)(4), but it should be lifescan (B)(4) for the verio product.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the her one touch verioiq control solution was reading inaccurately low compared to the range on the ot verio test strip vial. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, the patient reported obtained a reading of "88mg/dl" for a control solution test on the lfs meter. The patient reported using oral medications (unknown type and dose) with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported 1 day after the alleged issue occurred, she developed a headache. The patient denied receiving any medical intervention in response to her symptoms. At the time of troubleshooting, the cca determined the patient was using the correct control solution and it was in good condition. The cca noted the subject meter was in the correct unit of measurement at the time of testing and the patient's testing process was correct. The cca confirmed the patient's test strips were in good condition and the test strip vial was not cracked or broken. However when a control solution test was run, the result was not within the recommended range. Replacement products were sent to the patient. Based on the information provided, the subject meter did not cause or contribute to a serious injury. The patient's reported symptoms do not meet lfs's criteria for a serious injury. The patient did not report any blood glucose readings, symptoms or treatment suggestive that an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.